Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, the pilot balloon was pressed but the cuff did not inflate. The cuff was pre-tested prior to use. There was no patient harm.

Manufacturer narrative:
One sample of taperguard endotracheal tube was received for evaluation and the customer reported complaint was confirmed. An inflation/deflation test was performed. Air was applied and it was observed inflation was difficult and deflation was hard. A visual inspection was performed and it was observed the inflation line tubing collapsed inside the lumen of the tube. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.